Event description:
As reported by the physician, during a coronary angioplasty procedure, the stent delivery system fractured. It was noted that the fracture was at the hub of the catheter. The age and gender of the patient are unknown. The target lesion location was the proximal right coronary artery (rca). When the product was taken from the package, it was noticed that the hub was cracked. There was no damage to the packaging. There was no mishandling of the product. The product was not used in the patient. Another cypher select plus 3.5 x 28 stent was successfully used to treat the lesion. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.